Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced. The messages were confirmed through a review of the event history log, and were found to be caused by due to depressed battery pins. The rear case was replaced.

Event description:
It was reported that a spectrum pump powered off without user input. It was also reported there was no patient invovlement.